Event description:
Have had 3 unsuccessful colonoscopies due to adhesions that have contorted my colon and abdomen. Abdomen is visually deformed. Also having pain and itching. There has been a recall on product number but not lot number.